Event description:
It was reported that a ptca/laser procedure following use of a laser catheter, a balloon catheter was inflated, and upon removal of the device, angiography revealed a rupture in the distal portion of the vessel and cardiac tamponade. The guide wire was noted to be bent at an unusual angle in the distal vessel. The pt's blood pressure dropped, and a pericardiocentesis was attempted, but was unsuccessful. The pt was sent for emergent bypass surgery and is still in serious condition. A post-procedure review of the cine films revealed that while the laser catheter was in use, the tip of the guide wire was prolapsed in the distal vessel. It was also reported that during the pericardiocentesis, the needle may have entered the right ventricle, resulting in the extreme loss of blood.